Manufacturer narrative:
Product event: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During analysis it was identified the pulsar generator exhibited high output on cut 6. No patient involved in this incident; therefore patient information is not applicable.

Manufacturer narrative:
(B)(4): complaint confirmed brief description of complaint: service identified high output on cut 6 during incoming inspection. Evaluation process: incoming inspection: - the pulsar 2 was received in good cosmetic condition. - the current software version v4.3 is the most recent version. - monopolar connector needs to be replaced. This is a mandatory upgrade, no functional issues reported. - small scratch on front decal, with no functional impact. - output testing revealed high output (25.3 watts) on cut 6. The expected value is 16-24 watts. Repair description: - the monopolar connector has been replaced. - the front decal has been replaced. - the system was recalibrated, which resolved the high output. Root cause: - software which was out of calibration caused the generator to deliver high output on cut 6. Post repair, the pulsar 2 generator was successfully tested according to pulsar 2 service process instruction 61-10-5631 rev g. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During analysis it was identified the pulsar generator exhibited high output on cut 6. No patient involved in this incident; therefore patient information is not applicable.